Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(4) 2018, a transmitter failure occured. No additional event or patient information is available. Data was provided for evaluation. Review of the data log confirmed the report of failed transmitter error. The root cause was determined to be low tramitter battery that let to transmitter error.